Manufacturer narrative:
Similar product with product# 8699120 and 510(k)# - k981676 is marketed in us. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a rod on (B)(6) 2006. Initial surgery: l3-s:plif. Patient medical history: on (B)(6) 2008, plif at l2 / 3. On (B)(6) 2010: plif at l1/2 and extension until t11. On (B)(6) 2011: extension until t6. It was reported that there was rod breakage and revision surgery was performed for rod replacement and reinforcement of the broken part of t12 / l1, grafton strips and bone graft. No fragments of the implants or instruments remained in the patient's body. Grafton was the first to be used in this surgery and there were no malfunctions with it.

Manufacturer narrative:
H3: product analysis #(B)(4) :g8699120 lot# 0021031w visual review confirms rod breakage. Significant fracture surface damage and smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with faint gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Followed by a sheer lip that is consistent with material overload after the rod had been weakened by the cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical advisor interpretation of radiographical images: post-op xray for tls-iliac fixation. A single ae image is provided , unable to assess fusion status or sossital balance. A possible rod fracture is present at the thoracolumbar junction on the right. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.